Event description:
It was reported that the right atrial (ra) lead exhibited low impedance values which subsequently triggered a polarity switch. The ra lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2010. Product ID: 407652 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).